Event description:
It was reported by the affiliate that when the device was used during a laparoscopic appendectomy procedure, it would not open. The case was completed by using another device and converting to an open procedure, as is normal practice with this surgeon. There was no consequence to pt.